Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. On the same day as onset, the patient was treated with injection vancomycin (1 gram in first bag then every fifth day, intraperitoneally) and injection magnova (unreported dose in first bag then 500 milligram in each bag, intraperitoneally) for the event. At the time of this report, the patient was recovering from the peritonitis event and fluid was clear. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, after treatment with antibiotics was stopped for peritonitis event, the patient was diagnosed with a fungal infection. The treatment for fungal infection was not reported. The outcome of the fungal infection was not reported. On an unreported date, the peritoneal dialysis (pd) catheter was removed and the pd therapy was discontinued due to fungal infection. Should additional relevant information become available, a supplemental report will be submitted.